Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a mean gradient of 66 millimeters of mercury (mm hg). Following the implant of the valve, the valve dislodged due to interaction with the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3-4 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc and lcc was approximately 5 mm distal to the innominate artery. Following dislodgement, an aortic dissection extending into the right carotid artery was observed. Subsequently, a second transcatheter valve was implanted and the patient was referred to comfort care. It was noted that the procedure was delayed by approximately 1 hour due to the dislodge. Following the implant procedure, the patient experienced a stroke and died. Per the physician, the aortic dissection and stroke were suspected to have been caused by the dislodged valve.

Manufacturer narrative:
Continuation of d10: product ID (d-evolutfx-2329); product lot/serial number (unknown); product type: (0195-heartvalves). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a mean gradient of 66 millimeters of mercury (mm hg). Following the implant of the valve, the valve dislodged due to interaction with the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3-4 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc and lcc was approximately 5 mm distal to the innominate artery. Following dislodgement, an aortic dissection extending into the right carotid artery was observed. Subsequently, a second transcatheter valve was implanted and the patient was referred to comfort care. It was noted that the procedure was delayed by approximately 1 hour due to the dislodge. Following the implant procedure, the patient experienced a stroke and died. Per the physician, the aortic dissection and stroke were suspected to have been caused by the dislodged valve. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The dissection was detected following the procedure but it was unknown exactly when it occurred. The physician suspected the cause of the dissection was the dislodgement or during snaring to place the second valve. The physician did not attribute the dissection to the delivery catheter system (dcs) or guidewire. No treatment was reported for the dissection. The stroke was confirmed by computed tomography (CT) imaging. Per the physician, the stroke was related to the dislodged valve, but not the dcs or second valve. Per the physician, the cause of death was the first valve dislodgement, stroke and aortic dissection, but not the dcs or second valve. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. The stroke onset began immediately after the valve implant. Per the physician, the cause of the stroke was the type a dissection. The patient died four days following the procedure.

Manufacturer narrative:
Updated: b2, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a mean gradient of 66 millimeters of mercury (mm hg). Following the implant of the valve, the valve dislodged due to interaction with the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3-4 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc and lcc was approximately 5 mm distal to the innominate artery. Following dislodgement, an aortic dissection extending into the right carotid artery was observed. Subsequently, a second transcatheter valve was implanted and the patient was referred to comfort care. It was noted that the procedure was delayed by approximately 1 hour due to the dislodge. Following the implant procedure, the patient experienced a stroke and died. Per the physician, the aortic dissection and stroke were suspected to have been caused by the dislodged valve. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The dissection was detected following the procedure but it was unknown exactly when it occurred. The physician suspected the cause of the dissection was the dislodgement or during snaring to place the second valve. The physician did not attribute the dissection to the delivery catheter system (dcs) or guidewire. No treatment was reported for the dissection. The stroke was confirmed by computed tomography (CT) imaging. Per the physician, the stroke was related to the dislodged valve, but not the dcs or second valve. Per the physician,the cause of death was the first valve dislodgement, stroke and aortic dissection, but not the dcs or second valve.

Manufacturer narrative:
Updated: a1, b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.